Event description:
It was reported that the patient's blood glucose level rose to 324 mg/dl (18.0 mmol/l) while wearing the pod between 37 and 48 hours. The reporter mentioned they could smell insulin and noticed the pod adhesive was wet due to reported leaking. When the pod was removed from the infusion site, the pod's cannula was found bent. The patient's symptoms included pain in their eye and legs. The patient was admitted to the hospital on (B)(6) 2026 for high ketones and diagnosed with diabetic ketoacidosis. As treatment the patient was given a high dose of insulin and stayed overnight for observation. The patient was discharged on (B)(6) 2026. The pod was discarded at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.